Manufacturer narrative:
The reprocessing status was unable to be confirmed since information about it was unavailable. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual of gif/cf/pcf-260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of gif/cf/pcf-260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, the play of the up/ down knob was out of standard value due to wear of the angle wire, adhesive on the bending section cover had a chip and crack, adhesive on the bending section cover had a white clouded are, the protector of the universal cord on the suction connector side had a scratch, switch 1 had a cut, adhesive around the objective les was peeled, adhesive around the light guide lens had a white- clouded area, the connector cover had a dent, and the connecting tube had a scratch. A foreign object came out of the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was returned to olympus, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, and the air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a zoom defect. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.